Event description:
During surgery, the surgeon used the monotube triax. When the surgeon was tightening them with the wrench, one of the screw of the clamp broke. Therefore, the surgeon changed the pin clamp to another pin clamp. The surgeon mentioned that he did not give any unnecessary high force to tighten the screws.

Manufacturer narrative:
Device was discarded by the hospital. If additional information becomes available it will be provided on a supplemental report.